Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Additional suspect medical device components involved in the event: model number/catalog number: sc-2138-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: phase iii linear leaad - 70cm. Unique identifier (UDI) #: (B)(4). This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Model number/catalog number: sc-2138-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: phase iii linear leaad - 70cm. Unique identifier (UDI) #: (B)(4). This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Model number/catalog number:sc-3138-35. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: lead extension kit 35cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number:sc-3138-35. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: lead extension kit 35cm. Unique identifier (UDI) #: (B)(4). Sc-1110 (sn (B)(6)). Investigation results: the ipg was not returned for analysis; therefore, a technical analysis could not be performed. The explanted device was discarded by the medical facility. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: a labeling review was conducted and determined that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). The event is consistent with risks disclosed in the device labeling. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the spinal cord stimulator (scs) was no longer providing adequate pain relief or function as intended. The patient underwent an scs system explant procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility. No device malfunction was suspected.